Manufacturer narrative:
Hologic molecular application specialist (mas) worked with the customer who reported that they had identified the issue as a problem during preparation of the run. Customer reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported a "known" positive sars-cov-2 pcr sample which resulted negative when run on panther fusion instrument sn (B)(4). Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.